Event description:
It was also noted that the pulse generator was replaced due to elective replacement indicator (eri).

Event description:
It was reported that upon accessing pulse generator measured data, the message -data not read- appeared. Previous measured data from (B) (6) 2006 was 2.75 v, 11 ua, and 1.4 kohms, indicating 3.8-5.2 years remaining longevity to elective replacement indicator with 100 percent pacing. A surface electrogram revealed that the device was av pacing at a rate of 69.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode and at elective replacement indicator (eri) due to normal battery depletion. After replacing the battery, normal function ensued, however measured data was lost when the battery voltage was at 2.37 volts. This was due to a discrepant integrated circuit.